Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc blood glucose monitoring system. Caller reported the customer was unable to obtain readings due to an error 3 message appearing on the meter display. As a result, customer experienced headache and "feeling weak" and self-presented to a hospital where he was treated with an insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.